Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified cartridge with a handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A viscoelastic was indicated which is not qualified for this lens/cartridge/handpiece combination. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, the patient developed aseptic inflammation. Additional information was provided that on the tenth postoperative day, the patient had a check up and uveitis with intraocular hypertension was observed. The outcome of the event resolved with treatment. The patient was given antibiotic, steroid and non-steroidal anti-inflammatory eye drops postoperatively. No cultures were taken. Additional information has been requested.